Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a 8mm amplatzer septal occluder (lot# 6533560 ) was chosen for procedure. During the procedure, during the deployment of the device, the left atrial disk presented with a deformation, a "cobra" shape. The device was removed from the patient and exchanged with a new 8 mm amplatzer septal occluder (lot #7800708). No patient consequences reported. No additional information provided (B)(6) 2021, pm).